Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture and loss of sensing. Fluoroscopy revealed a slight lead dislodgement. The patient had parkinson's disease and several kidney problems; he reported that he sometimes falls when he walks. The system was programmed in vvi mode at 60 beats per minute with autocapture on.